Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B) (4).

Event description:
Embolization treatment of a dural fistula. It was reported onyx could not be visualized under fluoroscopy during the procedure. Subsequently, the physician reported onyx exited proximal to the tip of the catheter and blocking the feeder artery. No complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2010-00103.